Event description:
The customer contacted baxter's service center for troubleshooting assistance of a check drain alarm, which occurred on the homechoice (hc) during use during initial drain. The tsr had the hp open small port and the drain into bucket, the hc alarmed system error 2240. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. The hp stated they did not have any injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2240 was not confirmed. The root cause could not be determined. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).